Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that his dog bit transmitter and when its on the charger it'll turn from green to red and keep going back and forth between colors. No troubleshooting was done for the display changing colors since transmitter was damaged. He declined troubleshooting for the most recent blood glucose of 50 mg/dl but he ate lunch to take care of it and he usually runs low all the time. The insulin pump will not be returned for analysis.